Event description:
Additional information received that hematoma was resolved and the device was discarded.

Manufacturer narrative:
Correction: the medical device code of a24 was added to this report which was inadvertently left out in the initial report. Additional information was added in b5.

Event description:
An impella cp was placed via the femoral artery for the 53 year old male patient who was admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The pump was placed in the cardiac catheterization lab and there was a hematoma that developed at the access site. The hematoma had manual pressure held and the bleeding stopped. No other intervention or blood products were needed. The patient was sent to the ICU for continued monitoring and there was arrhythmia. The team concluded the poor pump position, deep touching the ventricle wall, could have contributed to the arrhythmia. The physician would not adjust position as they had repeatedly adjusted position of the pump 5 times in the lab. The patient developed ventricular tachycardia and bradycardia. The pump was weaned and explanted after the day of support, and is noted to have survived. The pump positioning, hematoma, and arrythmia will be reported and anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type and h6 component codes were updated accordingly based on the completed investigation. The cause of the positioning issue was unable to be determined due to insufficient clinical details. Asae/hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details. Tachycardia/bradycardia: the root cause of the injury was unable to be determined due to insufficient clinical details.